Manufacturer narrative:
Investigation is currently underway.

Event description:
It has been reported that there has been a range of problems with the stretcher since it was purchased. When x-rays are taken of the pt on the stretcher, the images are not clear. It is further reported that there were no adverse consequences.